Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was seen in the coronary care unit. The pulse generator could not be interrogated. The device exhibited backup vvi mode. The device was explanted on (B)(6) 2013.